Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the pulse generator exhibited over sensing and high impedance on the ventricular channel. Upon opening the pocket, fluid was noted in the header of the device and a setscrew anomaly was also observed. The device was explanted and replaced. The patient was in satisfactory condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. The partial lead insertion could have resulted in the reported complaint from the field.